Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of 300+ mg/dl. The customer was treated with injections. Customer had symptoms like dehydration and infection. 3 liters of water was pumped out of his belly. Customer had leukemia cancer. Customer also reported that the insulin pump was dead. The insulin pump will not be returned for analysis.